Event description:
It was reported that stent damage occurred. The 75% stenosed, 36x4.0mm target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery (rca) extending to the distal rca. A 4.00x38mm promus element¿ long drug-eluting stent was selected for use and advanced but failed to cross the lesion. The physician attempted to remove the device and upon withdrawal, the stent body was lifted and was almost dislodged. When the physician noted that 2/3 of the stent was dislodged, the physician adjusted the guide catheter angle and eventually, the stent was successfully retrieved into the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual and tactile examination of the catheter shaft identified no kinks or damage. An examination of the crimped stent identified that the proximal end of the stent was bunched with the stent struts misaligned. This type of damage is more consistent with the stent getting caught on an object during withdrawal. No other damage was noted along the mid to distal end of the crimped stent. The balloon was tightly folded and did not appear to have been subjected to any positive pressure. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, 36x4.0mm target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery (rca) extending to the distal rca. A 4.00x38mm promus element ¿ long drug-eluting stent was selected for use and advanced but failed to cross the lesion. The physician attempted to remove the device and upon withdrawal, the stent body was lifted and was almost dislodged. When the physician noted that 2/3 of the stent was dislodged, the physician adjusted the guide catheter angle and eventually, the stent was successfully retrieved into the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).